Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed stated there have been no reports of any patient incident involving the pump since the last baxter service event. Information was requested by baxter's customer service regarding whether or not the pump was in use on a patient when the failure occurred, specific patient information, whether or not there was a report of medical intervention or patient injury, pump programming and setup information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available.